Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula (pcs) instrument involved with this complaint contains the improved pitch cable crimp retention design which mitigates the potential for a fragment falling into the patient. The improved design contains redesigned pulleys, proximal clevis, and cable design to minimize the possibility for cable derailment as well as cable separation from the crimp.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) instrument cable was broken. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer confirmed no fragment fell inside the patient. The procedure was completed with no reported injury. The has not patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pcs instrument failure analysis. Investigation found a broken pitch cable. The broken cable segment that contains the crimp was not installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.